Manufacturer narrative:
Estimated date of event. The UDI number is not known as the part and lot number were not provided. Medical device problem code - (B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "fracture, inflation and floatation embolisation of ptca balloon, clinical evidence".

Event description:
It was reported in a research article that the patient was admitted with an 8 day history of recurrent presyncope associated with palpitations. Echo showed normal left ventricular function without valvular disease. Subsequent telemetry monitoring revealed runs of broad complex tachycardia up to 220 beats per minute (bpm) consistent with non-sustained ventricular tachycardia. The procedure was to treat the left anterior descending (lad) coronary artery with severe, calcified proximal stenosis. A non-abbott guide catheter was placed and a balance middleweight guide wire was advanced. The mid/distal lesion was stented with a non-abbott stent and a 2.5 mm nc trek balloon dilatation catheter (bdc) was used to post dilate up to 20 atmospheres. The proximal lesion was intended to be pre-dilated with a 4.0 nc trek bdc which had not been air purged before insertion. The balloon was noted to be slightly kinked during advancement. During advancement it was noted the balloon markers were difficult to see in the artery. Manipulation of the proximal end of the balloon did not cause any movement and it was suspected the shaft had fractured where the kink initially appeared. At this point it was decided to withdraw the guide catheter with the nc trek inside as a unit and then re-wire the artery; however, during an angiography check when contrast was injected, the nc trek bdc appeared to inflate and float forward and embolize into the proximal lad. There was an obstruction of flow distally. The guide catheter, guide wire and balloon were then removed together as a unit without further delay. The nc trek bdc was successfully removed from the guide catheter and the patient. On inspection of the balloon post removal, it was confirmed that it was inflated with air to approximately three quarters of its nominal diameter. The lad was re-accessed with the guide wire at this point, and the guide wire passed down the coronary artery, and the procedure completed without further incident. The end angiographic result was excellent with thrombolysis in myocardial infarction (timi) iii flow distally in the lad and no dissection. The patient had an uneventful recovery. No additional information was provided.

Event description:
It was reported in a research article that the patient was admitted with an 8 day history of recurrent presyncope associated with palpitations. Echo showed normal left ventricular function without valvular disease. Subsequent telemetry monitoring revealed runs of broad complex tachycardia up to 220 beats per minute (bpm) consistent with non-sustained ventricular tachycardia. The procedure was to treat the left anterior descending (lad) coronary artery with severe, calcified proximal stenosis. A non-abbott guide catheter was placed and a balance middleweight guide wire was advanced. The mid/distal lesion was stented with a non-abbott stent and a 2.5 mm nc trek balloon dilatation catheter (bdc) was used to post dilate up to 20 atmospheres. The proximal lesion was intended to be pre-dilated with a 4.0 nc trek bdc which had not been air purged before insertion. The balloon was noted to be slightly kinked during advancement. During advancement it was noted the balloon markers were difficult to see in the artery. Manipulation of the proximal end of the balloon did not cause any movement and it was suspected the shaft had fractured where the kink initially appeared. At this point it was decided to withdraw the guide catheter with the nc trek inside as a unit and then re-wire the artery; however, during an angiography check when contrast was injected, the nc trek bdc appeared to inflate and float forward and embolize into the proximal lad. There was an obstruction of flow distally. The guide catheter, guide wire and balloon were then removed together as a unit without further delay. The nc trek bdc was successfully removed from the guide catheter and the patient. On inspection of the balloon post removal, it was confirmed that it was inflated with air to approximately three quarters of its nominal diameter. The lad was re-accessed with the guide wire at this point, and the guide wire passed down the coronary artery, and the procedure completed without further incident. The end angiographic result was excellent with thrombolysis in myocardial infarction (timi) iii flow distally in the lad and no dissection. The patient had an uneventful recovery. Subsequent to the initially filed report, the following information was provided: the bmw guide wire was not stuck with anything. The balloon was not air purged prior to use. Removal of the device resolved the obstruction of the vessel.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of embolism and minor illness, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported shaft bend, shaft break, difficulty removing the guide wire, deflation problem, united system motion, and delayed positioning could not be determined. It was reported that the trek balloon was not prepped properly, as the air was not purged from the balloon prior to use, and it was noted to be slightly kinked during insertion. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx instructions for use (IFU), states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. Flush the nc trek rx coronary dilatation catheter: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5a through 5g, if necessary); otherwise, complications may occur. The patient effect of embolism listed in the coronary dilatation catheters (cdc), nc traveler rx instructions for use (IFU), adverse effects section, is listed as a possible adverse effect. Based on the information reported through the research article, a conclusive cause for the reported shaft bend, shaft break, difficulty removing the guide wire, deflation problem, united system motion, and delayed positioning could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.